Event description:
The customer reported a false positive cardiac troponin for one patient on the cardiac scs compared to two repeats which were negative. There was no report of injury due to this event.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has requested the message logs for investigation. The customer stated that proper technique, sample handling and maintenance were reviewed with the operators and the issue was not related to the lack of required maintenance. The customer stated they are operational but are rerunning every positive sample. The cause of this event is unknown.

Manufacturer narrative:
Siemens has shown due diligence in requesting instrument log files from the customer however the customer was unable to provide the requested information. Siemens has reviewed the performance data for the lot in question and the lot is performing as expected. The cause of this event is unknown.

Event description:
The customer reported a false positive cardiac troponin for one patient on the cardiac scs compared to two repeats which were negative. There was no report of injury due to this event.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has requested the message logs for investigation. The customer stated that proper technique, sample handling and maintenance were reviewed with the operators and the issue was not related to the lack of required maintenance. The customer stated they are operational but are rerunning every positive sample. The cause of this event is unknown.